Manufacturer narrative:
As reported, the sealant of the mynx grip vascular closure device (vcd) 6f-7f was stuck inside of the advancer tube. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube and sealant were not returned with the device. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the limited information available for review and product analysis, handling factors (such as over-tamping) may have contributed to the sealant sticking to the advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1913602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynx grip vascular closure device (vcd) 6f-7f was stuck inside of the advancer tube. There were no reported patient injuries. The device will be returned for analysis.